Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged. Customer declined assistance from tandem technical support regarding the issue. The was no reported adverse effect to the customer's blood glucose level.